Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case (battery tube) and broken battery tube threads. Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for a duration of time. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they constantly getting power loss alarm. The customer¿s blood glucose level was unknown. The customer stated that the reservoir lip ring was not damaged. Customer stated that there was cracked at battery compartment and also bent cannula. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.